Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Additional information: at the time of the initial report received by baxter, the peritonitis was ongoing and the patient was not recovered from the event.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was unknown. At the time of this report the outcome of this peritonitis event was not reported. Additional information has been requested, but is not currently available.